Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the screw's distal tip was broken-off. Also, the fracture face was bent. This type of event is typically caused by inserting the device coaxial to the pilot hole, use of excessive force and/or improper bone preparation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the swivelock is broken-off. There is a small fragment remaining in the patient. It was not possible to remove the broken fragment. It will remain inside the patient. Ar-8928bccp was used to complete the surgery successfully. There was no harm to the patient.